Event description:
It was reported that a patient underwent an artificial urinary sphincter (aus) surgery due to unspecified reasons. A new artificial urinary sphincter (aus) was placed, and no patient complications were reported.

Event description:
It was reported that a patient underwent an artificial urinary sphincter (aus) surgery due to unspecified reasons. A new artificial urinary sphincter (aus) was placed, and no patient complications were reported.

Manufacturer narrative:
Update to block h6: evaluation conclusion code.